Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2006. Revision surgery was performed on (B)(6), 2012 due to pain with haemarthrosis. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.product to be returned. Upon receipt of product and completion of evaluation, an MDR follow-up report will be sent to the FDA.this is 2 of 3 mdrs relating to the same reported event. (Reference: mdrs 3002806535-2012-00131/133).

Manufacturer narrative:
Evaluation of the returned (B)(4) components showed damage that is suggestive of particles from a third body were present within the joint space. It is possible that the excessive thickness of the cement mantle at the medial side of the tray led to suboptimal positioning of this component, which could have caused the minor impingement at the anterio-lateral corner of the bearing. It is also possible that the bearing was impinging upon bone. It is unclear if this was the cause of the haemoarthrosis. However, since radiographs are not available, a true assessment of component position, sources of impingement and further evidence for third body wear within the joint space cannot be made. It is possible that impingement, third body wear caused by cement particles and suboptimal positioning of the tibial tray contributed to these complaints; however, without radiographs, a firm conclusion cannot be made.